Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an endoscopic mucosal resection procedure, the esg-100 generator mode changes while in use, "while using pulse cut slow, it suddenly changed to soft coagulation." There procedure was prolonged less than 30 minutes and was completed using a device from another manufacturer. There were no reports of death or serious injury.

Manufacturer narrative:
Updated fields: d8, d10, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: chapter7: operation. Warning. Before each use, inspect this unit as instructed below. Inspect other equipment to be used with this unit as instructed in their respective instructions for use. Should the slightest irregularity be suspected, do not use the electrosurgical unit and refer to chapter 9 (troubleshooting). If the irregularity is still suspected after consulting chapter 9, contact olympus or your distributor. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage. Chapter9: troubleshooting. If the electrosurgical unit has visible damage, do not use the electrosurgical unit and contact olympus or your distributor. If the unit is not functioning properly, use the information in this chapter to identify and correct the malfunction. If the problem cannot be resolved by the described remedial action, stop using the electrosurgical unit and contact olympus or your distributor for repair. Danger. Never use the electrosurgical unit if an abnormality is suspected. The patient can be seriously injured. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.